Manufacturer narrative:
Citation: citation: abdi s.; et al. First 10 transcatheter pulmonary valve-in-valve procedures in rajaie cardiovascular medical and research center. Res cardiovasc med 2022;11(1):13-19. Date of web publication: 29-mar-2022 earliest date of publication used for date of event. Medtronic products referenced: hancock (PMA# p980043, product code: dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early experiences using transcatheter valve-in-valve replacement (tvivr) for degenerated pulmonary bioprosthetic valves and failed right ventricular outflow tract (rvot) conduits. All data were collected from a single iranian medical center. The study population included ten patients. Multiple manufacturer¿s devices were implanted in the study population, with two female patients (mean age 30 years) implanted with 23-mm and 25-mm medtronic hancock bioprosthetic valves in the pulmonary position to help correct tetralogy of fallot. No unique device identifier numbers were provided. Among the two medtronic hancock patients, adverse events included: degenerated bioprostheses leading to mild-severe pulmonary stenos is/regurgitation, right ventricular dysfunction and high transvalvular gradients. The two patients required tvivr as treatment. Based on the available information medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.